Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided for review. Approximately two months and twenty-five days post port placement, patient presented for follow-up from left mastectomy with recent mammography. Patient does have some swelling in her face as well as her neck and also has history of thrombus within her superior vena cava associated with her vad. The patient has been eliquis for this and continues to have swelling especially when she lays flat. Patient was diagnosed with superior vena cava syndrome. Recommended to remove the vad. Around one day later, patient underwent removal of venous access device for superior vena cava thrombus. Vad was grasped and the capsule was excised sutures were cut and the vad was removed with gentle traction. It was found to be intact. Hemostasis was excellent and patient tolerated the procedure well. Therefore, the investigation is confirmed for the reported swelling and thrombosis issue. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2020) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two years, eleven months and twenty-four days post a port placement via the right internal jugular vein, the patient allegedly experienced swelling in face and neck. It was further reported that patient was allegedly diagnosed with thrombosis of superior vena cava associated with the port. Reportedly, the port was removed. However, the current status of the patient is unknown.